Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device not available for return.

Event description:
The patient was undergoing a thrombectomy procedure using the penumbra system aspiration pump max 110. During the procedure, as the physician turned on the pump max 110, the motor sound began, but the meter showed a zero pressure and it would not achieve vacuum. The physician restarted the penumbra system aspiration pump max 110, and it began working as intended upon turning it on. There was no report of an adverse effect on the patient.